Manufacturer narrative:
(B)(4). D10: concomitant devices - unknown zimmer unicompartmental knee tibial component catalog #: ni, lot#: ni, unknown zimmer unicompartmental knee articular surface catalog#: ni, lot#: ni. G2: foreign - event occurred in australia. H6: component code - proposed code is mechanical (g04) - femoral component. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent a knee arthroplasty revision to address tibial and femoral component loosening. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h6, h10, h11. D4 - attempts have been made to gather all product identification information and no further information has been provided. The product could not be evaluated and the reported event was not confirmed. The device history records could not be reviewed as the lot number associated with the reported event is unknown. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a3, d1, d4, d10, g3, g4, g6, h2, h3, h4, h6, h11. D10 - concomitant devices - zimmer unicompartmental precoat tibial component size 5 catalog #: 00584200501 lot #: 63543531, zimmer unicompartmental articular surface size 5 9mm catalog #: 00584202509 lot #: 63744570. Visual evaluation of pictures provided identified biological residue on the explanted implants; however, the reported event could not be confirmed. Radiographic review showed thin radiolucency at the bone cement interface of the posterior half of the tibial component with possible posterior overhang suggested, but not definitive based on the limited view of the images provided. The device history records were reviewed and no discrepancies were identified. The root cause remains undetermined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.